Manufacturer narrative:
The field service engineer (fse) performed an air purge of the sample probe. The customer had no further issues after the sample probe was flushed. The investigation determined the event was consistent with a pre-analytical handling issue (contamination of the sample probe with patient sample material).

Manufacturer narrative:
The customer stated maintenance was up to date. The results from the customer¿s precision testing showed potential issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas pro c 503 analytical unit. The initial result was 164.0 umol/l. A 2nd sample was obtained and the result was 61.9 umol/l. Both of these results were reported outside of the laboratory. The clinician called the lab. The original sample was repeated on the c 503 unit in question with a result of 58.6 umol/l. The original sample was also repeated on a different instrument and the result was 57.8 umol/l. The 2nd sample was repeated on the different instrument and the result was 59.8 umol/l. The crep2 reagent lot number was 64318001 with an expiration date of 28-feb-2023.